Event description:
It has been reported to philips that a low disk space warning appeared and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that ippc need replacement. The fse replaced ippc, hard drives and loaded os and app to pc. The fse also recreated the image store. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.